Event description:
The end-user's skin was very badly burned and in pain from use with the cooling therapy wrap. The user had only used the wrap one time when this event had occurred. The user reports that when he/she opened the package, the product had a strong odor, but he/she had assumed this was normal - unit removing the warp and seeing how badly his/her skin was burned. He/she doesn't know if he/she got a defective item or why this had happened.